Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead was over-sensing noise causing pacing inhibition. No patient symptoms or intervention was reported.